Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced repeated occlusion alerts while reusing tubing components. The user agreed to perform a full supply change to resolve the issue. Glucose values were unaffected. No outside medical intervention was required.